Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during an unscheduled clinic or office visit on 2019-apr-25, the patient came to the clinic for a device check. Determined that there is a loss of communication in all paired electrodes. This seems to have started after they went through the airport scanner with the device on; although they did experienced a fall in december. Diagnostic method shows impedance on paired electrodes c and 0 > 4000, 0 and 1 > 4000, 0 and 2 > 4000, 0 and 3 > 4000. The ins is depleted. The outcome of this event is unresolved with no further action planned. There were no patient complications reported as a result of this event.